Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Returned product is a dough-type bone cement in original packaging. Visual inspection of the returned product identified that there is a hole in the polymer packaging. The reported event has been confirmed by visual inspection. Review of device history records identified no deviations/anomalies. It has been identified that this product was manufactured in (B)(6), which is no longer in use. It has also been identified that these products are no longer manufactured by zimmer biomet in (B)(6). No further analysis/testing has been conducted on this product as this is a packaging failure and has been confirmed by visual inspection. The product likely left zimmer biomet control conforming based on DHR review and zwi in place. The root cause of the reported event cannot be determined. No corrective actions are needed based on the above investigation. The root cause of the reported event cannot be determined.

Event description:
It is reported that during kit inspection, the customer found a hole in the polymer bag. No adverse events have been reported as a result of this malfunction.